Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit saturation probe tabs were broken off. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.